Event description:
It was reported that the customer was hospitalized with elevated blood glucose, dka, and vomiting. Customer treated with IV insulin. Customer fighting a viral issue over the past two weeks. Customer was admitted for 2 day.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.